Manufacturer narrative:
Corrected information has been provided in b1 (is product problem) to capture the malfunction code. Corrected information has been provided in h6. H6: removed product experience code peri-procedural adverse event. H6: patient code changed from major bleed to no signs, symptoms or patient involvement.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. During support, the device exhibited suction alarms, the patient was administered lr (lactated ringer's) and albumin. The position of the device was verified, the nurse turned the device down to p7 and this resolved the suction alarms. Additionally, the optical sensor was not working, the resolution for this issue is unknown. It was also reported that the patient experienced gastrointestinal issues, the customer stated that the patient had gastrointestinal issues prior to arrival at the hospital and impella insertion. The pump was successfully weaned and explanted, and the patient survived the event.